Event description:
Alleged when the brake is applied, and the bed is bumped, the brake will release.

Manufacturer narrative:
The technician replaced the brake/steer caster and right foot brake caster to repair the bed.